Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high, and customer administered a manual insulin injection to address bg. During troubleshooting with technical support, a blockage was found in the cartridge. Customer changed the cartridge and resumed pump therapy.